Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a side unspecified rupture diagnosed via ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Healthcare professional reported capsular contracture, baker grade iii and double capsule at the base. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 1 opening assessed as surgical impact opening. Shell thickness was within specification. Capsular contracture: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. As per the investigation procedure creases and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Healthcare professional reported capsular contracture, baker grade iii and double capsule at the base. The device has been explanted.